Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: video connector contact had corrosion; and the coupler was rattling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a bladder tumor resection therapeutic procedure, the image did not appear on the high-definition camera head while being used with the visera elite video system center. The intended procedure was completed successfully with the same device. The system was restarted. No delay in procedural time was reported. There were no reports of patient harm associated with this event.